Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 806:01 on channel a, which interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 806:01 on channel a was confirmed during product evaluation. The root cause was a defective pump head module (phm) on channel a. The phm on channel a was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.